Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, the difficulty removing the lock line (physical resistance/sticking) appears to be due to user technique as the lock line became tangled during the unwrapping/removal process of the lock line. A cause for the reported positioning failure associated with leaflet capture; however, could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with mitral regurgitation (mr) and visceral inversion for a mitraclip procedure. When the lock lever cap of a mitraclip xtw, o-ring, and polyamide tubes were removed, the lock line became tangled. The lock line was able to be untangled. It was noted that the posterior leaflet capture was loose from the clip. The clip was subsequently removed and replaced. The procedure was completed without further issue. No additional information was provided.